Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a diagnostic anomaly and the battery voltage values were inconsistent. Technical support was contacted and provided the correct longevity estimation for the device. No intervention was performed and the patient was stable.